Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor within expiration at the time of complaint and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and there were no confirmed complaints within the trend data in this review. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing the adc freestyle libre sensor. The customer experienced symptoms described as ¿itching, skin allergy, and redness¿ and had contact with a healthcare professional who prescribed fusgcutan (fusidic acid, topical antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing the adc freestyle libre sensor. The customer experienced symptoms described as ¿itching, skin allergy, and redness¿ and had contact with a healthcare professional who prescribed fusgcutan (fusidic acid, topical antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.